Event description:
Following a at and pvi procedure, the patient experiences a stroke. The patient exhibited aphasia and imaging was done to confirm cva. Tee prior to procedure did not show thrombus. Act was within range. It is unknown if the patient has a history of stroke. The patient is recovering. Physician thinks that this event is due to the raise of impedance in the pv ablation with tacticath and 50w.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Force measurements were recorded during ablation that exceeded the recommended values in the tacticath se contact force ablation catheter instructions for use (IFU). Additional field information indicated that ablations were performed with an rf power up to 50w. Tacticath contact force ablation catheter, sensor enabled instructions for use (IFU) states "high power should only be used in special circumstances and only when good contact force cannot be achieved." In addition, the IFU recommends the following rf application parameters: power of 10w to 30w during atrial ablation. In addition, baseline was noted to not be reset after removal and reinsertion into the patient as recommended in the tacticath se contact force ablation catheter instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.